Event description:
Olympus was informed that during therapeutic bariatric surgery, the image slowly progressed to a complete loss of video image. The intended procedure was said to have been completed with an unidentified device. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The eval found the image was intermittently distorted, flickered, and was lost. The image could sometimes be recovered by powering the video processor off and on again. The outer tube of the device was noted to be severely bent, and indentations were noted throughout the entire insertion section. Additionally, the video connector cover was found to have multiple indentations at the contact pin section, a and a missing screw. The reported phenomenon was attributed to physical damage due to handling. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.